Event description:
It was reported that the lesion in the rca was 99% subtotal and was heavily calcified. An attempt was made to cross the lesion with a 2.5x10 balloon catheter; however, it would not cross the complex lesion. The physician used a 1.5x15 balloon catheter to successfully dilate the lesion; however, the balloon burst. The physician then used a crosssail 2.0x10 which could hardly be advanced through the pre-dilated lesion. The physician finally managed to bring the balloon to the other complex lesion located further distally. During dilatation of the distal lesion, the crosssail burst at 6 atm. When trying to retract the catheter, it got caught on the proximal lesion. At this point it was not possible to either advance or retract the balloon catheter. An attempt to further advance the guiding catheter over the balloon was made, but this failed. When carefully trying to retract the balloon catheter and guiding catheter, the physician suddenly felt the balloon give way (position of marker under fluoroscopy remained the same). Outside the pt it was noticed that only the proximal balloon segment was removed, and that the shaft had separated at the guide wire exit notch. The pt was transferred to another hosp where the distal shaft was surgically removed. Reportedly, the pt is now in stable condition.